Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient reported that she was going to insert the infusion set, she placed it on the serter as always, followed the procedure, and she realized that the tubing was detached at the tubing connector. The site location was patient's left leg and the pump was on her hips. Moreover, the infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.